Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. At 1:30 pm, while at work, the patient started to feel funny. She looked at her phone (display device), which showed a glucose reading of 55 or 60. Believing she needed a break, she went to the break room. There, she started seeing foggy and checked her phone again before passing out. When she regained consciousness, paramedics were with her. They had arrived in less than 2 minutes. The paramedics tested her glucose manually, which read 30. They borrowed her phone and noted it was 30 points off (the patient had earlier mentioned the device read 75-80). The patient could not remember event details as she had fainted. At one point, she mentioned a reading of 45 or 50 when she fell. She was given sugar orally and an IV was inserted and was taken the hospital where she stayed for three hours. The only treatment the patient could remember at the hospital was IV therapy. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).